Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had replace battery alarm. The customer¿s blood glucose level was 15 mmol/l at the time of the incident. Customer did receive a low battery alert prior to the replace battery alert. Customer stated it was the second occurrence of the replace battery alarm without low battery alert. The insulin pump will be returned for analysis.

Manufacturer narrative:
After inserting the battery simulator into the battery compartment, the unit would display an "insert battery now" message. This is due to a loose and poor contact between the metal sleeve inside the battery compartment and the battery simulator. Unable to perform sleep current measurement, and active current measurement tests due to the poor contact. The battery threads are cracked which is why the loose contact exists in the first place. Also the keypad is cracked in multiple places.